Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool smarttouch sf catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, error code '402' was displayed. The force value could not be zeroed. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
The ¿suspected medical device¿ reported in section d of this report is not marketed in USA or approved by the FDA. However, it is being reported as biosense webster considers this as a similar device to thermocool smarttouch sf approved under p030031/s078. The product investigation was completed. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and a force test was performed visual inspection revealed that there was reddish material inside the pebax and a hole was found on the sleeve/pebax section. The device was connected to the carto 3 system and it was recognized; however, the device was not visualized as error 105 and 106 were displayed on screen. Due to this condition, the handle of the device was dissected, and resistance of the sensor pads on the printed circuit board (pcb) was measured and the results were found out of specifications. A dissection was performed right after at the tip area and an open circuit was identified. In addition, further investigation of the peek housing section revealed that there was insufficient adhesive on the wires. A manufacturing record evaluation was performed for the finished device number lot 31748952l and no internal action related to the complaint were found during the review. The pebax condition issue is not related to the issue reported by the customer. The force issue reported by the customer was confirmed. The potential cause of the open circuit could not be determined. The root cause of the adhesive condition is traced to the manufacturing process. The carto® 3 system instructions for use (IFU) contain the following information: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. This product issue will be addressed through the quality system. An internal action is being implemented to address manufacturing opportunities related to the force sensor issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 12-may-2026, the product investigation was completed. It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a thermocool smarttouch sf catheter and post procedure the bwi product analysis lab identified a hole in the pebax. During the procedure, error code '402' was displayed. The force value could not be zeroed. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and a force test was performed visual inspection revealed that there was reddish material inside the pebax and a hole was found on the sleeve/pebax section. The device was connected to the carto 3 system and it was recognized; however, the device was not visualized as error 105 and 106 were displayed on screen. Due to this condition, the handle of the device was dissected, and resistance of the sensor pads on the printed circuit board (pcb) was measured and the results were found out of specifications. A dissection was performed right after at the tip area and an open circuit was identified. In addition, further investigation of the peek housing section revealed that there was insufficient adhesive on the wires. A manufacturing record evaluation was performed for the finished device number lot 31748952l and no internal action related to the complaint were found during the review. The pebax condition issue is not related to the issue reported by the customer. The issues reported by the customer were confirmed. The potential cause of the open circuit could not be determined. The root cause of the adhesive condition is traced to the manufacturing process. The carto® 3 system instructions for use (IFU) contain the following information: the magnetic sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. The force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. This product issue will be addressed through the quality system. An internal action is being implemented to address manufacturing opportunities related to the force sensor issues. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).